Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a valve in valve (sapien 3 in 25mm mitroflow surgical valve) tavr procedure, immediately after implantation, severe ai (central and pvl) was noted. It appeared the valve had a frozen or a torn leaflet. The physician attempted to "unstick" the leaflet by "poking it" with a pigtail, but it did not work. A second valve was then prepped and implanted within the first valve. Pod5 the patient is being discharged.

Manufacturer narrative:
The valve remains implanted in the patient and was therefore not returned to edwards for evaluation. The 3 mensio and echo images (not complete study) were provided to edwards lifesciences and reviewed by an edwards physician proctor. Complete studies of the procedural cine, procedural echo and pre-op CT images were requested, but not provided for review. The 3mensio images were reviewed and the valve sizing of 23mm was agreed. Calcification was present in the annulus/existing bioprosthesis valve. Review of the echo images showed one s3 leaflet was not functioning at the level of the left coronary cusp (lcc), central aortic insufficiency (ai), and no perivalvular leak (pvl). Impressions and recommendations: leaflet motion restriction in patient was confirmed. Central ai was seen secondary to ¿frozen leaflet.¿ unable to confirm reported pvl from images provided. Unable to provide root cause for ¿frozen leaflet¿ and subsequent central ai and pvl from limited images provided. The sapien 3 valve undergoes multiple 100% inspections. The frame components are 100% visually inspected for scratches, fracture/cracks, rough surface, distortion, gap/void/notch, step, wavy cut, grinding, burrs and protrusions. 100% dimensionally inspected. Skirt components are inspected during receiving inspection, the number of yarns per inch is counted to ensure they meet the specification. The pet woven ribbon also 100% visually inspected for parts to be free of yarn breaks under unaided eye inspection, and 3x magnification with light box. Prior to joining the main skirt and pvl skirt, laser cut skirt components are 100% visually inspected for frays/breaks and yarn breaks, and dimensionally inspected. After joining of the main skirt and pvl skirt, skirt components are visually verified again to ensure they are free of frays and tears respectively. Leaflet components undergo the following inspections: leaflet thickness is measured. Leaflets are 100% tested and grouped by deflection category for subsequence process. Die cut leaflets are dimensionally inspected on sampling basis, and visually inspected on sampling basis to verify tissue slit exist under magnification. Die cut leaflets are 100% visually inspected for mechanical defects (e.g. Delamination, separation, damaged tissue surface, thin spot, and wrinkle). During manufacturing, all sapien 3 valves are 100% inspected for the following before and after placing the valve in holder: od inspection, commissure tab tightness, a gap between the commissure tab and the frame¿s window, skirt and pvl skirt to frame attachment, main skirt smoothness. During the production flow testing, the coaptation test was performed using appropriate fixtures and instructions. The adequacy of thv valve coaptation and valve appearance are 100% inspected. Prior to final packaging, 100% visual inspection is performed. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint event. It should be noted that evaluation code ¿leaflet ¿ motion restricted-in patient¿ is similar to ¿leaflet ¿ inadequate coaptation-in patient¿, therefore, the review was performed on both codes. A lot history review did not reveal any other additional complaint related to ¿leaflet ¿ motion restricted ¿ in patient¿, ¿leaflet ¿ inadequate coaptation-in patient¿, ¿valve ¿ regurgitation-pv leak, or ¿valve ¿ regurgitation-central leak¿ for the work order. Note that lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers from the work order number and verifying that there has been no other complaint associated with each serial number a review of complaint history for sapien 3 (all sizes) from march 2017 to february 2018 revealed other similar returned complaints. These complaints were unable to be confirmed and no manufacturing non-conformances were identified during their investigations. A review of complaint history revealed that the occurrence rates did not exceed the february 2018 control limits for applicable trend categories. The instructions for use and device prepping manual, valve-in-valve patient screening and procedural training manual, and training manual for sapien 3 with commander delivery system were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. While the complaint of ¿valve ¿ regurgitation-pv leak¿ was unable to be confirmed, the complaints of ¿leaflet ¿ motion restricted-in patient¿, and ¿valve ¿ regurgitation¿ were confirmed based on the review of returned imagery. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The valve-in-valve patient screening and procedural training manual instructs the operator on proper sizing, positioning and deployment of the valve in surgical bioprosthesis, including all procedural and anatomical considerations. Per IFU, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. In this case, paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the existing bioprosthesis surgical valve, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. Based on given pre-op CT scan information, it appears that a correct valve size (23mm) was selected. This indicates that pvl as a result of improper valve sizing is unlikely. The 3mensio imagery also showed that patient had a calcified bioprothesis valve. Per the physician training manual, a bulky calcification can create an irregular contact between the thv and pre-existing surgical valve, which could compromise the seal between the valve and target site, and lead to pvl. Similarly, deploying the valve too aortic or too ventricular could result into the same failure mode. However, this cannot be confirmed without the procedural cine images returned for evaluation. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with leaflet overhang. Other potential contributing factors include: leaflet impingement in a calcified bioprosthesis valve, impingement of a leaflet due to the guide wire/ diagnostics catheter, incomplete expansion due to calcification, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with troubleshooting, which includes blood pressure recovery or support. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The aforementioned patient and/or procedural factors above can all contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central regurgitation. As reported, severe ai was noted immediately after implantation due to frozen leaflet. The physician attempted to mobilize the leaflet with a pigtail, but was not successful. This indicates that central leak as a result of leaflet impingement by guide wire/ diagnostics catheter is unlikely. Given that patient had a calcified bioprothesis valve, it is possible that the leaflet was impinged by calcium, in which case the motion of the leaflet could have been restricted, leading to central leak. However, without the procedural cine images, the suggested root causes above could not be confirmed. There is insufficient information to determine a definitive root cause at this time. No manufacturing or IFU/training inadequacies were identified. There is insufficient information to determine a definitive root cause at this time. Review of the complaint history revealed that the occurrence rate did not exceed the february 2018 control limits for applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
The valve remains implanted in the patient and was therefore not returned to edwards for evaluation. The 3mensio and echo images (not complete study) were provided to edwards lifesciences and reviewed by an edwards physician proctor.  Complete studies of the procedural cine, procedural echo and pre-op CT images were requested, but not provided for review.  The 3mensio images were reviewed and the valve sizing of 23mm was agreed.  Calcification was present in the annulus/existing bioprosthesis valve.  Review of the echo images showed one s3 leaflet was not functioning at the level of the left coronary cusp (lcc), central aortic insufficiency (ai), and no perivalvular leak (pvl).  Impressions: leaflet motion restriction in patient was confirmed.  Central ai was seen secondary to ¿frozen leaflet.¿  unable to confirm reported pvl from images provided.  Unable to provide root cause for ¿frozen leaflet¿ and subsequent central ai and pvl from limited images provided.  The sapien 3 valve undergoes multiple 100% inspections.  The frame components are 100% visually inspected by both manufacturing and quality for scratches, fracture/cracks, rough surface, distortion, gap/void/notch, step, wavy cut, grinding, burrs and protrusions. 100% dimensionally inspected.  Skirt components are inspected during receiving inspection, to ensure they meet the specification and is also 100% visually inspected for parts to be free of yarn breaks under unaided eye inspection, and 3x magnification with light box.  Leaflet components undergo the following inspections: leaflet thickness is measured.  Leaflets are 100% tested and are dimensionally inspected on sampling basis, and visually inspected on sampling basis to verify tissue slit exist under magnification.  Leaflets are also 100% visually inspected for mechanical defects (e.g. Delamination, separation, damaged tissue surface, thin spot, and wrinkle).  During manufacturing, all sapien 3 valves are 100% inspected for the following before and after placing the valve in holder: od inspection, commissure tab tightness, a gap between the commissure tab and the frame¿s window, skirt and pvl skirt to frame attachment, main skirt smoothness.  During the production flow testing, the coaptation test was performed using appropriate fixtures and instructions.  The adequacy of thv valve coaptation and valve appearance are 100% inspected.  Prior to final packaging, 100% visual inspection is performed.   These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint.    A device history record (DHR) review performed revealed no issues that would have contributed to the complaint event.   It should be noted that evaluation code ¿leaflet ¿ motion restricted-in patient¿ is similar to ¿leaflet ¿ inadequate coaptation-in patient¿, therefore, the review was performed on both codes.  A lot history review did not reveal any other additional complaint related to ¿leaflet ¿ motion restricted ¿ in patient¿, ¿leaflet ¿ inadequate coaptation-in patient¿, ¿valve ¿ regurgitation-pv leak, or ¿valve ¿ regurgitation-central leak¿ for the work order.  Note that lot numbers for valve complaints reference the valve serial number only.  Therefore, this review was performed by taking the valve serial numbers from the work order number and verifying that there has been no other complaint associated with each serial number   a review of complaint history for sapien 3 (all sizes) from march 2017 to february 2018 revealed other similar returned complaints. These complaints were unable to be confirmed and no manufacturing non-conformances were identified during their investigations.  A review of complaint history revealed that the occurrence rates did not exceed the february 2018 control limits for applicable trend categories.   The instructions for use and device prepping manual, valve-in-valve patient screening and procedural training manual, and training manual for sapien 3 with commander delivery system were reviewed.  No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  While the complaint of ¿valve ¿ regurgitation-pv leak¿ was unable to be confirmed, the complaints of ¿leaflet ¿ motion restricted-in patient¿, and ¿valve ¿ regurgitation¿ were confirmed based on the review of returned imagery.  A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint.  During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution.  Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event.  The valve-in-valve patient screening and procedural training manual instructs the operator on proper sizing, positioning and deployment of the valve in surgical bioprosthesis, including all procedural and anatomical considerations.     Per IFU, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves.  In this case, paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the existing bioprosthesis surgical valve, as a result of a lack of appropriate sealing of the valve to the target site.  Some pvl is not uncommon post deployment.  Many cases are mild to moderate, and either resolve over time or do not cause symptoms.  Others may be more clinically significant and require intervention.  Based on given pre-op CT scan information, it appears that a correct valve size (23mm) was selected.  This indicates that pvl as a result of improper valve sizing is unlikely.  The 3mensio imagery also showed that patient had a calcified bioprosthesis valve.  Per the physician training manual, a bulky calcification can create an irregular contact between the thv and pre-existing surgical valve, which could compromise the seal between the valve and target site, and lead to pvl. Similarly, deploying the valve too aortic or too ventricular could result into the same failure mode.  However, this cannot be confirmed without the procedural cine images returned for evaluation.   There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet.  Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with leaflet overhang.  Other potential contributing factors include: leaflet impingement in a calcified bioprosthesis valve, impingement of a leaflet due to the guide wire/ diagnostics catheter, incomplete expansion due to calcification, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing.  This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets.  In many instances this can be overcome with troubleshooting, which includes blood pressure recovery or support.     Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The aforementioned patient and/or procedural factors above can all contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central regurgitation.  As reported, severe ai was noted immediately after implantation due to frozen leaflet.  The physician attempted to mobilize the leaflet with a pigtail, but was not successful.  This indicates that central leak as a result of leaflet impingement by guide wire/ diagnostics catheter is unlikely.  Given that patient had a calcified bioprosthesis valve, it is possible that the leaflet was impinged by calcium, in which case the motion of the leaflet could have been restricted, leading to central leak.  However, without the procedural cine images, the suggested root causes above could not be confirmed.  There is insufficient information to determine a definitive root cause at this time.    No manufacturing or IFU/training inadequacies were identified.  There is insufficient information to determine a definitive root cause at this time.  Review of the complaint history revealed that the occurrence rate did not exceed the february 2018 control limits for applicable trend categories, no corrective or preventative action is required at this time.